Manufacturer narrative:
E1 : (B)(6) hospital. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus employee reported on behalf of the customer that during a therapeutic laparoscopic hysterectomy, gas leaked from the high pressure hose on the uhi-4 high flow insufflation. Reportedly the staff was advised not to use high pressure hoses. Since the facility did not have a spare high-pressure hose, they replaced it with non-olympus equipment. Furthermore, since non-olympus equipment was returned, and had to be picked up from the delivery office, the procedure was halted for an hour (with the trocar still inside the patient. The procedure was then completed with a non- olympus device. No health hazards to patient was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported device failure (gas leakage) was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the hosing (maj-1080), which is a combination device, was damaged which caused the air to leak. The maj-1080 was likely damaged by either being bent or used for a long time. Since there was no spare hose readily available, the procedure was significantly delayed to replace the device. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "when tightening co2 inlet on the rear panel of the product, straighten the high-pressure hose and hold it in place by hand." This supplemental report includes additional information added to b5 and h4. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient did not require any additional anesthesia due to the event. Although additional information was requested, no further details were provided by the customer.